Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode was hospitalized due to oversensing of r, t and p waves, resulting in multiple inappropriate shocks. Automatic setup did not pass in all 3 vectors due to small r wave amplitude. Technical services (ts) recommended the physician reprogrammed to primary vector in order to re enable the smart pass feature. This electrode remains in service. No adverse patient effects were reported.